Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that while attempting the left ventricular (lv) lead implant, the lv lead could not be maneuvered to the desired implant location. The lead was not used. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing, visual and x-ray inspection of the lead were normal.